Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The cause of peritonitis was unknown. The patient was not hospitalized for the event. Treatment was not reported. The patient recovered from this peritonitis event. This is report 3 of 3.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12j26076 and h12k28039. No exceptions were observed that were related to the reported condition. Same patient as (B)(4).